Event description:
It was reported that initial interrogation of a patient's m103 generator, following the 8.0 upgrade process, resulted in an unexpected "intensified follow-up indicator (ifi)=yes" notification which is triggered at generator voltages below 2.8v. The alert is meant to serve as a notification to the treating physician that more frequent clinical monitoring is recommended as the generator battery was measured to be at a level where more frequent clinical monitoring is recommended. A review of past programming history identified that the voltage measured by the generator 10 months after implant (2.779v) was uncharacteristically low based on patient therapy settings, system impedance and implant duration. Additionally, based on the timing of the initial report, it appears that the measured generator voltage has been within the ifi limits (which corresponds to the last 25% of remaining battery capacity) for approximately 2 years, which is unexpected behavior at these voltages. A review of the device's DHR revealed that all electrical tests/visual inspections were passed prior to device shipment and that the voltage measurement accuracy of the generator was near the lower limit of specification, which appears to explain the lower measured voltage value. Good faith attempts for additional information are currently in progress.